Event description:
It was reported that this patient went to the hospital after experiencing an episode of loss of consciousness'. Interrogation of the pacemaker device revealed the device was found in safety mode. The following day, this device was surgically explanted and replaced with a new device. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.